Manufacturer narrative:
(B)(4). Date sent: 12/9/2024. Corrected data: h1. Additional information was requested and the following was received: did the device cut? No. If so, was the cut line complete? If yes, was there any problem with the cutting line, such as serrated knife, dull, uneven, etc.? Is the patient's current condition known? In great condition. Were there any consequences for the patient or change in the patient's postoperative care as a result of the event? Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.

Manufacturer narrative:
(B)(4). Date sent: 12/6/2024. D4: batch #unk. Additional information was requested, and the following was obtained: did the device cut off? No. If so, was the cut line complete? N/a. If yes, was there any problem with the cutting line, such as serrated knife, dull, uneven, etc.? N/a. Is the patient's current condition known? In great condition. Were there any consequences for the patient or change in the patient's postoperative care as a result of the event? N/a. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished psee45a, with lot/batch number a9e348, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a gastric bypass procedure, it was observed that the device did not work at the time of the stapler shot; and tried again with another load without signal. There was no patient consequence. Additional information requested.